Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "clinical outcomes of computer-assisted total knee arthroplasty using pinless navigation" written by lei jiang, jerry yongqiang chen, hwei-chi chong, shi-lu chia, ngai-nung lo, and seng jin yeo published by journal of orthopaedic surgery (2017) was reviewed. The article's purpose was to compare results of two groups. One group received total knee arthroplasty with computer assisted surgery and the other group received total knee arthroplasty with conventional techniques. Data was compiled from 200 patients who received implants between november 2008 and october 2012 (100 in cas group and 100 in conventional group). Cement manufacturer is not identified. Patella resurfacing was not performed. All implants were depuy. Depuy products utilized: sigma fixed bearing system. Adverse events: wound infection (treated by debridement), loose cement (treated by arthroscopic removal), superficial wound hematoma (treatment not specified).